Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code 1494- indication for usena.

Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2022, an off-label mitraclip procedure was performed to treat tricuspid regurgitation (tr) with grade of 4. First clip was implanted with no reported issue. Second clip detached from the posterior leaflet after deployment. No additional clip was implanted to stabilize the single leaflet device attachment (slda) clip. The tr was reduced from 4 to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported single leaflet device attachment (slda) appears to be due to the patient conditions (ruptured chord resulting in flailed leaflet) and therefore, related to off-label use. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). There is no indication of a product issue with respect to manufacture, design or labeling.